Manufacturer narrative:
Concomitant medical products: d224vrc, implanted: (B)(6) 2010-08-16; 6966110 implanted: (B)(6) 1994; 6961, implanted: (B)(6) 1994; 6707-15, implanted: (B)(6) 2010; 5866-40m, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during laser lead extraction for a system upgrade, the patient required open heart surgery to repair a small tear in the right ventricle. A new system was implanted a few days later. No patient complications have been reported as a result of this event.